Manufacturer narrative:
H10: additional information in d9, d10. H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was visually identified that leads to the reported scenario. The reported problem was confirmed with a functional evaluation. A test case was performed. When prompted to unlock the burr a system timeout occurred. A kpc test was performed. All test failed, this was followed by a critical error. The drill was disassembled for further investigation. The exposure motor was tested and passed. A hipot test was performed which passed. The motors were removed and the drill was inspected further. No defects where found. The drill was reassembled and a kpc test was performed again it failed. The exposure motor was replaced with a known to work one. This time the kpc test started as intended. After 10 seconds all test failed. The motors and carriage where put into a drill with a known to work cable. A kpc test was performed. All test passed. A test case was performed which could be completed without any failures occurring. The original cable was inspected. No damages were found. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an intermittent working cable. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during cori assisted ukr surgery, the burr did not retract and expose properly. When staring to burr, it did not expose, and an error message popped up the screen: "communication error, press quit to exit the application". The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.